Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report 1416980-2018-03158. All investigation activities will be captured under report 1416980-2018-03158.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia empty container was leaking from the injection port. This occurred during compounding. There was no patient involvement. No additional information is available.